Event description:
It was reported that a user experienced a post-meal hypoglycemic event followed by hyperglycemia while using the ilet with a steel infusion set, without alarms or occlusions, and fingerstick values confirmed the sensor trend. Symptoms included hypoglycemia with a lowest reported glucose of 46 mg/dl, which the user treated with oral fast-acting carbohydrates including juice, honey, and glucose tablets; no hyperglycemia symptoms were reported. Outcomes included recovery of glucose with subsequent rebound hyperglycemia that began to improve during the call, with the user advised to monitor and allow algorithm corrections. Investigation included remote coaching, review of device data trends, confirmation of insulin on board, and assessment of infusion set status and alerts. Investigation of this case revealed no device malfunction or delivery issue, and the event was consistent with hypoglycemia likely related to post-meal dynamics and corrective carbohydrate intake rather than a device fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.